Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 180 mg/dl. Upon troubleshooting, it was found that insulin did exit during a fixed prime, and the customer stated that the infusion set cannula was bent. The customer's wife stated that the infusion set had been inserted manually. Advised the customer to return the infusion set for analysis and to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.